Event description:
It is reported that during a procedure on (B)(6) 2013, using a tibial rodding the reaming of the canal the 8.5mm reamer head broke. The reamer broke and welded to the reamer shaft. The metal shavings were washed out of the patient and the reamer was remover. To finish the procedure the next size reamer was used and a delay of ten to fifteen minutes was noted. This report is for a 5.0mm flexible shaft. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found.